Manufacturer narrative:
The customer biomed spoke by telephone support with a philips remote support engineer (rse) who confirmed the spo2 alarm issue as reported. After speaking with the rse, the biomed spoke with a philips clinical rse who reviewed the default settings on the device and identified the spo2 high/low was set for 10 second delay, spo2 desat 20 second delay and alarm audible/visual latching: red only for both. The clinical rse explained the alarm functioning to the biomed. A philips field service engineer (fse) went to the customer site and reset the settings on the device. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported that the intellivue mp50 indicating the patient vitals are out of range monitors are not alarming for spo2 desat. The device was in use at the time of the event. No adverse event occurred.